Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular (rv) pacing lead impedance (pli) measurements measuring, greater than 3,000 ohms. A lead safety switch was declared which switched the pace/sense configuration from bipolar to unipolar. Review of the arrythmia logbook showed episodes of high ventricular rate due to noise. Troubleshooting was performed and when the patient was moving there were observations of noise on the rv channel when programmed in unipolar and bipolar configurations. Testing was performed when in unipolar and it was normal, however, when programmed in unipolar it was confirmed there was out of range rv pli measurements. The device was left in unipolar and re-programmed. The physician will plan to see the patient in a few days. At this time, the device remains in service. No adverse patient effects were reported.